Event description:
The initial reporter stated that the pump had an "item getting stuck" and was not delivering as expected. Mmd made multiple attempts to follow up with the initial reporter and clarify the information provided, but those attempts were not successful. They did not report the patient having any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.